Manufacturer narrative:
Evaluation- results: wiper. Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated "20 consecutive cuvettes failed water blank" error message. Customer reported that the tubing on the third wash tower probe was loose and that there was a leak. Customer reported that they re-connected the tubing and changed the wiper. Customer reported that reconnecting the tubing and changing the wiper resolved the issue. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.